Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of units of insulin during the load sequence. The customer declined to provide additional information regarding the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.